Event description:
Additional information was received: event occurred during routine preventive maintenance cycle. There was no patient harm.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a crack on the housing. Patient involvement is unknown.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection shows that the tank cover is cracked. The investigation of the sample could not duplicate or confirm the customer complaint. The root cause for this event is unknown. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).